Event description:
It was reported that a patient experience peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event and treated with unknown antibiotics. The cause of the peritonitis is unknown. The patient had recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.